Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was presented to the hospital for a routine device change-out due to eri. Externalized conductors were observed via fluoroscopy; no electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequence to the patient.